Event description:
A customer reported getting an error-2 message on their freestyle freedom lite meter and experiencing symptoms of hyperglycemia. The paramedics were called, treated customer with unspecified intravenous infusion and transported to a local hospital where she was diagnosed with hyperglycemia and treated with unspecified intravenous infusion. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 9:00 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Afterwards, the patient continued to take her usual dose of insulin using her pump. One hour later, the patient experienced the symptoms of sweating and slurred speech. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had correctly replaced the meter's battery and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.